Manufacturer narrative:
Method - the case information including feedback obtained from the event reporter was used to evaluate the reported event. Results - perforation is defined in labeling (instruction for use) as a possible procedural complication. In those instances where medical intervention is necessitated when a perforation occurs, avinger will submit medwatch for 3500a.

Event description:
The patient presented for revascularization of a mildly calcified anterior tibial artery. Using a regalia 0.014 wire and pixl catheter, the physician successfully crossed the cto. The pixl catheter caused a dissection that was resolved with balloon angioplasty. No further patient effect was reported.